Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jul-2022, UDI#: (B)(4). Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: 27-jul-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy it was reported that the ins and leads were replaced. During the procedure, there was a lot of scar tissue (particularly at the t11), which prevented the lead from advancing to the right for better coverage. The doctor was able to place the lead after trying to access at different levels, but it only captured the left side. They stated that was as good of coverage as they could get considering the scar tissue. When connecting the new leads to the battery, there were out of range impedance issues for the 8 through 15 lead. It was reported that they tested it many times and still the lead was out of range. When testing again with the wens, the lead was within range. They stated that they even switched tablets, which still produced out of range results with the ins. The doctor removed the lead from the port and reseated it. After several more tests the impedances resolved. The rep stated they checked several times to confirm and each time was green. Issues that may have led/contributed to the reported event was the patient had scar tissue and previous back surgeries. Troubleshooting performed was impedances were checked with the wens and the ins and a new lead was placed. Impedances were re-ran and the lead was reseated. It was reported that the issue was resolved at the time of the report. Additional information was received from a manufacturer¿s representative (rep). The rep reported that she saw green connectivity with 40,000 ohms. No further complications were reported.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the green connectivity was first noticed when the hcp connected the leads to the new ins right before he started to close. Cause was not determined. It was reported the rep swapped tablets however, the issue still occurred. Impedances resolved on their own.